Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 5 years and 11 months following the implant of this transcatheter bioprosthetic valve, heart failure and hemodynamic instability were noted. Subsequently, a second medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Event description:
Additional information was received that 5 years and 10 months following the implant of the valve, the patient was admitted for anemia requiring blood transfusion. The patient reported substernal chest pain which triggered a follow up appointment with cardiology. Subsequently, a transesophageal echocardiogram (tee) was performed that revealed severe central aortic regurgitation with an eccentric jet due to leaflet perforation that resulted in the valve-in-valve procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.